Event description:
This device stopped reporting shock impedance measurements in (B)(6) 2023 and remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
Additional report of unable to connect to device following dft attempt. The device was explanted on (B)(6) 2025 the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. Therefore, the ICD was opened and the inner assembly was inspected. The inspection revealed that several components of the electronic module had been damaged, which resulted to the reported observations. As a result of the damaged electronic module, the device is not capable of delivering therapy. Based on the device analysis, it is reasonable to assume that excessive energy coupling occurred in the ICD caused by the strong electromagnetic fields present during the reported ablation procedure when applied in close proximity to the implanted system. In a next step, the manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.